Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), ectopic pregnancy with contraceptive device ("ectopic pregnancy"), genital haemorrhage ("heavy and irregular bleeding") and bipolar disorder ("bipolar disorder") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included vaginal bleeding, chronic cervicitis and adenomyosis. Concurrent conditions included insomnia, weight gain and diarrhea. Concomitant products included analgesics and lithium since 2008. In 2009, the patient had essure inserted. In 2009, the patient experienced menorrhagia ("menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), bipolar disorder (seriousness criterion medically significant), weight increased ("weight gain"), dyspareunia ("dyspareunia"), abdominal pain lower ("severe cramping") and depression ("depression"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (or around 2009, underwent a pelvic surgery, hysterectomy (full) with removal of one coil). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, genital haemorrhage, bipolar disorder, weight increased, dyspareunia, menorrhagia, vaginal haemorrhage and depression outcome was unknown and the abdominal pain lower had resolved. The reporter considered abdominal pain lower, bipolar disorder, depression, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: healthcare provider tell her about her results that she did not need to use any other birth control most recent follow-up information incorporated above includes: on 27-mar-2018: pfs & medical record received, reporter added, concomitant drug added, events abnormal bleeding (vaginal, menorrhagia), depression, bipolar disorder were added. Historical and concomitant condition added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain "), ectopic pregnancy with contraceptive device ("ectopic pregnancy") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), weight increased ("weight gain"), dyspareunia ("dyspareunia"), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (or around 2009, underwent a pelvic surgery). At the time of the report, the pelvic pain, ectopic pregnancy with contraceptive device, weight increased, dyspareunia, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, ectopic pregnancy with contraceptive device, genital haemorrhage, pelvic pain and weight increased to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.